Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found dried serum on the collet and sleeve in the reported problem areas of the pipette assembly. The collet (tip clamp) was replaced. The instrument was cleaned, inspected, tested without further problem, and returned to service.